Event description:
It was reported that during a da vinci si hysterectomy procedure, it was noted that too much torque was applied on the fenestrated bipolar forceps instrument by the surgeon. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. Failure analysis investigation also found that one grip is bent, causing side to side misalignment of the grips. There is a .083¿ offset at the tips. The instrument passed electrical continuity testing. The main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and are not axially aligned with the tube. It has been concluded that the damage to the instrument's grip and main tube was likely due to due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself in constitute a MDR reportable event; however; the damage to the instrument's pitch cable and main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur. The customer reported complaint does not in itself in constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.